Manufacturer narrative:
Product ID: 3708120, lot# unknown, product type: extension; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: neu_unknown_lead, serial# unknown, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Codes (B)(4) apply to the unknown electrical lead fragment while codes (B)(4) apply to electrical stimulation leads (B)(4). Analysis of the electrical lead fragment (serial number unknown) found that proximal end insulation was consistent with metal ion oxidation. Analysis of the implantable neurostimulator (serial number (B)(4)) found part of the lead inside the connector port. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60. Lot/serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, lot/serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 13-jul-2015, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 18-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the implant was being replaced due to normal depletion or being near end of service. The representative stated that the lead would not pull out of the existing implant after the screw was removed. In the process of attempting to remove the lead the lead was ripped in half where the four inner most contacts remained in the header block and the other four contacts were pulled out. It was noted the physician had tried twisting the lead in different ways to try and remove it. The patient currently had one lead connected to the new implant and it was unknown if the patient would be re-implanted with another lead at a later date. No patient symptoms reported.